Manufacturer narrative:
This is the same event as 3010536692-2014-01592. This event occurred in (B)(6).

Event description:
Allegedly the patient was revised due to aseptic loosening socket (left). (B)(6).